Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). (B)(4). This product is not cleared for distribution in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under 510k number k051411. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-04135 and 3002806535-2016-00789/00791).

Event description:
It was reported that patient experienced dislocation and subluxation of the right hip nine days post-implantation.